Event description:
During transport to the CT lab, the pt developed respiratory problems while being bagged with an ambu- bag. The pt was placed back on the ventilator which did not improve the pt's condition. Ultimately the pt expired.